Manufacturer narrative:
Product analysis: it was confirmed that the stylus and cursor were not aligned on the programmer display. The connection between the display and the printed circuit board (pcb) was re-seated, and the stylus was calibrated to the display. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and display were not calibrated. The programmer was returned for service and a test and calibration procedure. No patient complications have been reported as a result of this event.